Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 5, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The user reported inaccurate sensor readings. Customer care requested a diagnostic upload from the user and escalated the case to the next level of support for further review. The user was contacted for a follow up on the issue and to continue troubleshooting. The user did not respond to multiple contact attempts and no further investigation was possible. As such, the case was closed due to non-response from the user. B4. Date of this report 04 april 2025. B5. Describe event or problem updated. G3. Date received by the manufacturer? 04 april 2025. H3. Device evaluated by manufacturer? No. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1307. H6. Component code updated to 510. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On january 5, 2025, senseonics was made aware of an incident reported inaccuracy in sensor readings. No injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.